Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2017 intra-aortic balloon (iab) therapy was initiated. On (B)(6) 2018 the ap waveform had switched to transducer signal. The customer suspected that the iab sensor was broken. The iab was replaced to continue therapy. There was no injury or harm to the patient.

Manufacturer narrative:
08/31/2017 (B)(4): the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. One kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. The optical fiber was found to be broken within the membrane 25.9cm from the iab tip. The optical fiber was found to be broken, confirming the reported problems. The evaluation confirmed the reported problem. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint #: (B)(4); record ID: (B)(4) supplement - device evaluation.

Event description:
It was reported that on (B)(6) 2017 intra-aortic balloon (iab) therapy was initiated. On (B)(6)2018 the ap waveform had switched to transducer signal. The customer suspected that the iab sensor was broken. The iab was replaced to continue therapy. There was no injury or harm to the patient.